Event description:
Tech alleged that the head up function is not working. No injury reported.

Manufacturer narrative:
The tech found the head up function does not work manually or electrically. The tech replaced the head up valve guide tube to resolve the issue.